Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after canceling their pd treatment. The patient reported receiving a supply bag lines are blocked alarm multiple times in dwell 1 of 4. Technical support assisted the patient to cancel treatment for the patient to reset up with new supplies. After resetting up with new supplies, the patient reported receiving a heater bag not detected alarm during step 3 of set up. The patient also reported that while removing the cassette to reset up, fluid was leaking from inside the cassette door. The patient stated that there was a small hole in the back of the cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated that they did manuals but did not completely drain. The patient stated that they were feeling bloated in the abdomen and had some swelling in their shoulder. The patient did not develop any other symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler and stated that the bloated feeling and swelling have subsided. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation and the old cycler has been picked up and returned.